Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the failure was isolated to the speaker by swapping with a known good speaker assembly. The caller reported that the speaker wires were torn but could not confirm what contributed to the tear in the wires. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.